Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.

Manufacturer narrative:
Product analysis team has completed its investigation of device which was returned to co with product inquiry #974992. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(17) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported instrument's "staples would not advance" during surgery may have been due to a misfire caused by absence of a staple in nose. Instrument was received with no staple loaded in nose. A staple was manually loaded and instrument was examined, was found to be functional. It was then cycled, and fired remaining 20 staples well formed. No conclusion could be reached as to why staple did not load into nose during surgery. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.